Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing high, out of range shock impedance measurements at different vectors. During the implantable cardioverter defibrillator (ICD) replacement procedure for normal battery depletion it was recommended to keep the vector which showed within range measurements programmed. A new ICD was implanted. The rv lead remains in service. No adverse patient effects were reported.